Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for eval and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device was provided to the customer.

Event description:
During a cardiac arrest call, it was reported that the device suddenly lost power after delivering multiple shocks. The operator turned the device back on to deliver a 3rd shock but the device power thereafter. An ambulance crew arrived at the scene and the pt was switched to an als defibrillator within seconds. The pt had pulses but no spontaneous breathing when he was transported to the hospital. The health care professional at the scene informed that the device use had minimal impact on pt care. The device was reported to lose power when the customer was transferring call data after the event. There were no further details on the event and/or the pt provided.